Event description:
It was reported, the lead had externalization shown via fluoroscopy during follow-up. The lead was explanted and replaced. The patient was fine.

Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 42.1cm was returned for analysis. Internal insulation abrasion was noted at 11.8-12.4cm from the lead tip. The etfe coating was intact at this location.